Event description:
Following a catheterization procedure (type unk), an angio-seal device was deployed and hemostasis was successfully achieved. However, five hrs later bleeding was noted from the puncture site. Manual pressure was held with hemostasis again achieved. The pt was listed to be in good condition at the time of this report.